Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, vaginal prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent the following procedures: on (B)(6) 2004, the patient underwent removal of sling and cystoscopy due to urinary retention. On (B)(6) 2006, the patient underwent removal of foreign body (could be a suture) due to foreign body eroding into vagina. On (B)(6) 2013 the patient underwent removal of mesh due to pain, vaginal bleeding and infection. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and ams monarc sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.